Manufacturer narrative:
When the scroll compressor temperature reaches 80 °c (measured by the temperature sensor, 0206-00-0734), the cardiosave system will automatically go into stand-by and therapy will stop. An alarm will display on the screen, ¿system over-temperature¿ in addition to an audible alarm. As the temperature of the compressor drops below 80 °c, the system can be restarted without the need of any maintenance and or repair intervention. It does require power down and power up to restart the therapy. The scroll compressor adjusts its rpms to meet the demand of the therapy. Higher demand will lead to high rpms which eventually causes the scroll compressor to heat up. Additionally, if the airflow around the cardiosave device and the vents are blocked, then the internal temperature of the device can significantly increase leading to temperature excursions and alarms. User called into emergency support program (esp) line to request support with system over temperature alarm on cardiosave intra aortic balloon pump during use. User stated that prior to calling esp line, she had she had powered the pump off and then back on. The pump resumed pumping without issue. The esp personnel had reviewed the troubleshooting actions and also told user to keep one more pump handy for switching incase if the alarm rises again. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with system over temperature alarm on cardiosave intra aortic balloon pump during use. User stated that prior to calling esp line, she had she had powered the pump off and then back on. The pump resumed pumping without issue. The esp personnel had reviewed the troubleshooting actions and also told user to keep one more pump handy for switching incase if the alarm rises again. No harm or injury reported.